Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, lump/nodule.

Event description:
Patient reported a "rupture" "with leakage", "swelling", "a lump with pain", "pain", "infection", "general body aches", "fatigue", "recall", "scans showing " intra and extra-capsular extension down to the abdominal wall, as well as narrowing with impingement at c6/c7"", "tingling in the pinky and ring fingers", "buildup of scar tissue" and "brain fog". This record is for the left side. The device remains implanted.